Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat a mitral regurgitation (mr) with grade of 3-4. The transseptal puncture was low. The clip delivery system (cds) was advanced to the left atrium and positioned; however, due to the low puncture, this brought the clip below the valve. Minus was applied to the guide and a-knob was applied to the cds, but the system did not gain much height. The cds was un-straddled and the clip was positioned at a2/p2. The perpendicularity of the clip was checked in the left ventricle. Grasping was performed and the deployment sequence was started. After the actuator knob was turned 8 times, it was retracted, but resistance was noted and the clip did not release from the cds. Additional turns were made with the actuator knob, and the actuator knob and component were detached from the cds handle. Troubleshooting was performed, but the clip did not release. The physician then put the actuator knob and components back to the mandrel. The clip was then unscrewed from the cds. Leaflet insertion was confirmed and the clip was deployed, reducing the mr to 1-2. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported detachment of actuator knob was not confirmed as the knob was returned attached to the device. The reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported detachment of actuator knob appears to be related to the difficulty deploying the clip. The difficulty deploying the clip appears to be related to patient morphology/pathology due to the low transseptal puncture. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was provided: there was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Rec'd by MFR date correction: date changed from 12/19/2018 to 12/18/2018.